Event description:
A patient reported still having severe pain one month after having a liposuction procedure followed by renuvion technology. The patient remained on prescription pain medications for an extended period of time.